Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2. Ref MFR report: 1627487-2014-26276. It was reported the pt has never received effective stimulation. The pt also began experiencing shocking shortly after implant which occurs randomly. The pt also had bruising around the lead site a year ago and her ipg site is painful which is located over her spine. The ipg is difficult to recharge and turns itself on and off. X-rays have been ordered. Surgical intervention may be pending to address this issue.